Event description:
On 7/10 nurse discovered 20 ga jelco 11/4 in catheter to be broken off in pt. Arm, necessitating removal by cutdown. Approximately 6 hrs later, the same occurrence, also a 20 ga jelco, happened in the same pt's other forearm. This also was removed by cutdown.